Event description:
Customer called to report high blood glucose. High blood glucose were corrected with a manual injection. Pump passed the lead screw and self-test. It was stated that the buttons were not responding properly.